Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Additional components potentially involved in the event include: common device name: drg slimtip lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 10535315. Common device name: drg slimtip lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 10558222. Common device name: drg slimtip lead, model: mn20450-50a, UDI: (B)(4), serial: (B)(6), batch: 10248922.

Event description:
It was reported that patient is experiencing ineffective therapy due to high impedance. As a result, surgical intervention may be undertaken to address the issue. The investigation was unable to determine the lead that is associated with the issue.